Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found one additional report for the glenosphere part and lot number combination. However, a previous investigation found a depuy (B)(4) supplier reviewed the device history records and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown dxtend stand pe cup as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.